Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. A 5.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres for 3 seconds, the balloon ruptured. The device was removed from the patient and the procedure was completed with different device. No patient complications nor injuries were reported. The patient condition was good.